Event description:
The pt was admitted for a procedure in 2008. After a 7f, brite tip guiding catheter was delivered to the target lesion, the physician confirmed blood leakage from around the connection between the distal end of the hub and the inner band. Therefore, the physician stopped using the catheter and a new brite tip was used instead. The procedure was completed successfully. There was no pt injury reported.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.